Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported persistent knee cap pain after years of good function. Surgeon suspected loose patella. Loose patella(single peg style) confirmed intraoperatively. It was not grossly loose, but had micro motion per the surgeon. Loosening was at the cement/implant interface. Cement manufacturer is unknown. Dome of patella exhibited a linear band of wear from top to bottom also good bone stock to re cement new 3 peg patella and linear exchanged while in knee. Doi: (B)(6) 2005; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.